Event description:
It was reported that a foreign material was found inside the package. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ imaging catheter was selected to view the target lesion. However, when they unpacked the device, they noticed a hair inside the packaging tray. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that a hair was encountered into the pouch. The pouch was returned opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign material was found inside the package. The target lesion was located in the left anterior descending (lad) artery. An opticross¿ imaging catheter was selected to view the target lesion. However, when they unpacked the device, they noticed a hair inside the packaging tray. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).